Event description:
Product problem: a new style of baxter "all-in-one" bags are designed with break-away tubing. The break-away portion of the tube was coming apart prior to completion of preparation of the sterile product. Pharmacy had several spills of dextrose and amino acid solution, including some that affected the hepa hood filters, during tpn compounding. Of special concern is that these same bags may potentially be used to compound chemotherapy products.